Event description:
Customer has reported that the linac in clinical mode with mosiaq that they have noticed a dosemetry discrepancy. They were alerted to the problem when mosiaq reported an over dose of 0.1. When they looked at what the linac had delivered, they noticed that beam mu 1 had delivered what was expect, but the backup mu was half of what it is should be and the lcd backup display agreed with the backup mu which is half of beam mu 1, this has been identified on a number of pts on the same day. The issue was resolved by rebooting the machine.

Manufacturer narrative:
The investigation into this situation is ongoing at this time. Once the investigation is completed, more details and a conclusion will be provided.